Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and found bent tip clamps in the reported problem area of the pipette assembly. Tip clamps in position 7 and 11 were replaced. Fse checked and cleaned all tip clamps, plunger clamps and sleeves. The instrument was cleaned, tested without further problem, and was returned to expected operation.